Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The primes history showed primes totaling 34.3 units perform (B)(4) 2013 between 7:29pm and 7:34pm. During testing, a 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient had a seizure two night prior associated with a blood glucose of 1 mmol/l. The reporter was unable to recall the reason for the low blood glucose and the patient was unavailable at the time of the call. Animas attempted to follow up with the reporter but was unsuccessful at this time. This report is made based on the allegation that the patient experienced hypoglycemia or unknown cause while using insulin pump therapy.